Event description:
The customer observed falsely decreased architect estradiol results, which questioned by physician on multiple patients. The results provided were: on (B)(6) 2022 sid (B)(6) (B)(6) year old female: initial estradiol aliquot= (B)(6) pg/ml /repeated=(B)(6) pg/ml /repeated after re-spun=(B)(6) pg/ml /repeated original tube= (B)(6) pg/ml on (B)(6) 2022 sid (B)(6) (B)(6) year old female: initial estradiol aliquot = 415 pg/ml/ repeated after re-spun = 6013 pg/ml /repeated original tube= 5926 pg/ml laboratory estradiol reference range: follicular phase: 21-251; mid-cycle phase: 38-649; luteal phase: 21-312; postmenopausal: no hormone replacement therapy: <10-28; hormone replacement therapy: <10-144 there was no reported impact to patient management.

Manufacturer narrative:
Patient identifier = sid= (B)(6) and (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect estradiol, reagent lot 29368ud00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot 29368ud0, all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. As per labelling, for diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect estradiol, reagent lot 29368ud00.